Manufacturer narrative:
This is the final report.

Event description:
A report of a pocket revision was received. The reason for revision was that the battery site was a little swollen, very tender and painful. The physician repositioned the battery site and added extensions. The patient was reprogrammed after surgery and is reportedly doing well.